Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from four different patient samples processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3190 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3190 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Continued tracking and trending of complaints has not identifed any signals that can point to a systemic quality issue involving vitros troponin I es reagent lot 3190. The performance of the vitros 5600 integrated system at the time of the event cannot be completely ruled out as a contributing factor. Vitros tropi es within run precision testing was not performed by the customer when requested to make an assessment of the instrument performance. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from four different patient samples processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.737 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 1.37 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 3 result of 1.16 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 4 result of 1.21 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result for patient 1 was reported from the laboratory and blood thinners and chest pain medication was administered based on the higher than expected result. A corrected report was later issued for the sample and ortho has not been made aware of any allegation of patient harm as a result of this event. The non-reproducible, higher than expected, vitros tropi es results for patient 2, 3 and 4 were also reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results and corrected reports were later issued for the samples. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).